Event description:
Titanium markers were placed in my left and right breasts after having an ultrasound guided biopsy. Soon afterward, I began experiencing sharp, piercing recurring pain where the markers were placed. The pain has become more intense over time vs. Subsiding. I did not experience any sort of breast pain prior to this procedure at (B)(6). No information was provided prior to marker placement it was orally presented at the end of my procedure as safe, non-adversarial and routine. This product has been life changing as not a day goes by that I am not in pain.